Event description:
Complainant alleged that while attempting to treat a male pt, the device failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads and another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Please reference medwatch report 1220908-2015-00863 for the first device on the same pt.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.